Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and guiding catheter may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot number were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to polymer coating peeling during the procedure may include but not limited to mishandling of the device during manufacturing, preparation, device interactions or patient anatomical conditions. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported polymer separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot number were not reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is unknown as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a calcified posterior tibia artery. The ht command guide wire was used during the procedure. When the guide wire was removed from the patient anatomy, the guide wire was wiped with a sterile operation cloth; however, the cloth was noted to be colored [some coating was left on the cloth]. No coating was left in the patient's anatomy. No other device was used as the procedure had been completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.